Event description:
Multiple catheters in box did not work -- product was twisted when opened. However the inner circle did not separate from outer ring; nothing could drain from catheter as circle and handle ring stuck together.